Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular neck. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer - hospital policy.

Event description:
The patient underwent revision surgery following a diagnosis of altr. The patient was reported not to be symptomatic. The following measurements were recorded at 20 months since index surgery: cobalt - 6.8; chromium - 0.5; fluid cobalt - 2500; fluid chromium 1100; esr - 39; crp - 1.3.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient underwent revision surgery following a diagnosis of altr. The patient was reported not to be symptomatic. The following measurements were recorded at 20 months since index surgery: cobalt - 6.8; chromium - 0.5; fluid cobalt - 2500; fluid chromium 1100; esr - 39; crp - 1.3.